Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer did not have additional supplies to load on the pump and reverted to manual injections. Subsequently, the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 250 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the ER after ¿a few hours¿ with no permanent damage and the issue resolved. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.